Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead recorded a high, out-of-range shock impedance measurement of greater than 125 ohms. An alert was issued in the remote monitoring system for this measurement. No noise was observed in a stored episode or the presenting electrogram. An email was sent to the clinic as notification of this issue. No adverse patient effects were reported. The lead remains implanted and in service.